Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the device. To date no device has been received. If the device is received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the clip was not closing correctly and not sealing vessels. Surgery was delayed (length of delay unknown), but successfully completed with a new el5ml. There were no patient consequences reported. No additional information can be provided at this time.